Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b crt-p, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedances. It was noted that the thresholds and impedances had gradually risen over time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.